Manufacturer narrative:
(B)(4). Date of surgery is unknown but the surgery happened in (B)(6) 2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient suffered a work injury, which progressively worsened over four to five years, despite physical therapy and injections. The patient met with her doctor when she was informed that she had a bulging disc that needed to be repaired. On (B)(6) 2010, the surgeon performed surgery at l5-s1. Rhbmp-2/acs was implanted during the surgery. Following the surgery, the patient was still experiencing pain, which in fact began increasing. In (B)(6) 2011, an axialif was performed on the patient wherein rhbmp-2/acs was implanted. Following the second surgery, the patient's surgery was same or worse. The patient currently experiences the same or worse pain as she experienced prior to undergoing her surgeries. Also, she now experiences trouble sitting for a long period of time and has extreme difficulty performing everyday household activities.